Manufacturer narrative:
The reported events of over-sensing, noise, and defective device were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical, mechanical and sensitivity test performed at maximum sensitive settings performed indicated normal functionality. Output verification under nominal conditions measured normal pacing parameters and longevity assessment performed showed normal range of operation with appropriate remaining longevity. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events.

Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker revealed, noise over-sensing episodes, due to a header anomaly. Additionally, the patient was noted, to have fallen on the device prior to the clinic visit. The physician elected to explant and replace the pacemaker on (B)(6) 2024. The patient was in a stable condition throughout.